Event description:
I had a progrip laparoscopic self-fixating mesh inserted in my right side as part of a standard hernia repair. I suffered severe pain for 6 months until I had the mesh surgically removed. The pain was far worse than the pain I had from the hernia prior to the operation. And it nearly caused me to commit suicide. Because of the damage caused to me in removing the mesh, I have had to have two more hernia repairs on my right side. And I still have some lingering pain from the 1st operation (i.e., pain that started immediately after the 1st operation and has not gone away). I cannot believe the FDA has approved the progrip mesh, as I know many people who, like me, are suffering longterm consequences from having the mesh in them. (Https://www.medtronic.com/covidien/en-us/products/h). FDA safety report ID# (B)(4).